Manufacturer narrative:
The user facility submitted medwatch mw5108371 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during chemotherapy therapy. The line was infusing but one hour into the infusion bag fill was larger than would have been expected. At completion, the pump stated 808 ml infused in a 530 ml bag. Pump was removed from circulation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.